Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers husband reported via phone call that the customer was hospitalized due to low blood glucose with blood glucose of 26 mg/dl. The customer was unresponsive at home after attempting to change infusion set and reservoir by herself. Customer accidentally rewounded the pump with the reservoir in place and while connected to the pump via the infusion set. The customer was treated with IV-drip and food during overnight stay. The insulin pump will not be returned for analysis.